Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date, has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the device became locked on tissue. The tissue was cut off in order to remove it. There was no pt injury.